Event description:
I have been using the libre 2 diabetic testing supplies. I was working with my doctor to get my diabetes insulin regulate for my test that show I had low blood sugars and then 1 day I tested and then compared it to a finger stick to see if there was a difference. That is when I discovered that my doctor could not get my insulin adjusted because of the libre 2, I have used 5 sensors of libre 2 and readings are wrong, they read my sugars as dropping dangerously low when they are not. I have contacted the company they keep sending sensors to replace the 1 that's not accurate. And they send me replacement sensors. They also are not accurate. I have checked the libre2 sensor with my finger stick machine and it is 32-50 numbers off of what my sugars really are lots of times. They're not accurate, and this company I feel is putting diabetics in a bad place with this. I have a friend that's a diabetic and their sensor read 60 blood sugar levels and doctor checked, and it was really 160. I believe something needs to be done cause they're putting diabetics in danger and profiting from it. Reference reports mw5161982, mw5161983, mw5161984, mw5161985.